Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional information was provided. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after three days use, during the positioning of the flexi-seal signal fms, "it was noted the laxity anal sphincter (poor rectal tone) did not allow the constant maintenance of the probe with the inflation of only 45cc's. The need to remove the probe increased the already existing laxity problem and the skin integrity in the sacral region." An additional 60cc's was added to the balloon to attempt to hold it in place although due to the existing rectal laxity, the device would not work as intended. While using the fms device, there was no problem related to the skin, however after having removed the device, the skin surrounding the rectum was damaged due to liquid stool. There was no skin breakdown due to the use of the fms device.